Event description:
It was reported that a vialmate meropenem 1.0g 100mlnacl 0.9%, had a dark particle visible in the vial following activation of the vialmate system. The particle was floating in the solution upon transfer of liquid into the vial. The event occurred before use. There was no patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. Visual inspection was performed. The unit appeared to be undamaged and had been activated by the customer. Further inspection revealed a grey particle approximately 2 mm in diameter inside the solution of the drug vial. The sample evaluation confirmed the reported condition. The root cause was determined to be related to user technique during the activation process resulting in coring of the bung. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. If additional relevant information or samples become available, a follow-up report will be submitted.